Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or exposed wires) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a bent pin and connector in the trunk cable. The root cause for the bent pin and connector was excessive force. There was no adverse event that resulted from the damaged belt.